Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured upon second inflation at approximately 10-12 atm. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.